Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rates. The insulin pump passed the self test and all operating currents were normal. No error alarm was noted. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an error. The customer changed the battery multiple times before contacting for help. The customer's blood glucose was 52 mg/dl. The alarm occurred for the first time the day of the phone call. Troubleshooting was performed. The device was rewound and primed and the alarm was cleared. Self test passed. The programming was correct. The alarm reoccurred the next day and the customer insisted on changing the insulin pump. Nothing further was reported.